Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his child has high blood glucose of 403 mg/dl and would like to troubleshoot pump to see if it is working. Customer indicated that a bolus was attempted but blood glucose still high. Troubleshooting indicated that will help customer but customer indicated that they will call back later. No further information given.